Event description:
It was reported that the patient had a loss of therapeutic effect as well as shocking/jolting. The patient used to have stimulation in the upper extremities, but only had stimulation in the right elbow at the time of the report. The patient stopped using the stimulator as much. This stimulator had a low battery status. The company representative could not obtain impedances due to the battery level being too low. The shocking/jolting occurred in the upper extremities with higher voltage while using an 8840 programmer. It was unclear which stimulator was associated with the shocking. There was no incident related to this event. The patient had both of his stimulators replaced on (B)(6) 2012. All impedances were normal and the patient was getting good coverage.

Manufacturer narrative:
Extension: 7496-51, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Extension: 7495-66, serial# (B)(4), implanted: (B)(6) 1999, explanted: na. Programmer: 7434a, serial# (B)(4). Programmer: 7434a, serial# unk. Lead: 3586, serial# (B)(4), implanted: (B)(6) 2002, explanted: na. Lead: 3487a, lot# l72717, implanted: (B)(6) 1999, explanted: na. (B)(4).

Manufacturer narrative:
Analysis found the ins model 7425, serial # (B)(4) that the telemetry and output were okay. The battery was at normal end of life. No significant anomalies.